Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. Service found the cable had an abnormal appearance, the video connector had an abnormal appearance, the control unit had an abnormal appearance, and there were problems related to leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device image disappears or sticks. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/duplicated. However, it¿s possible the cause is related to dust, water scale, or dirt that adhered to a scope or the contact parts of the processor. It is also possible that the phenomenon occurred due to corrosion on the contact. Olympus will continue to monitor field performance for this device.